Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer was tested in the hospital getting a result of 173 mg/dl on the nova blood glucose meter and a result of 37 mg/dl on the unknown hospital blood glucose meter. During the call to customer support, it was revealed that the consumer does not control solution test her test as instructed in our directions for use. Consumer educated on these directions for use at the time of call. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.